Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of electrical specification (segments missing). Analysis also found the upper case and two side bail covers are broken. The lower case, battery release, and lead flex cover are contaminated. Battery contacts are compressed, one side bail is bent, and the battery drawer is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lower display is bad. It was also reported the lower part of the lcd (liquid crystal display) has blank vertical stripes. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.